Event description:
It was reported that this right atrial (ra) lead exhibited an increased impedance out of range of 3000 ohms, poor sensing and loss of capture (loc) which was due to lead fracture just below the suture sleeve via imaging. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.